Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw was closed before the clip was not fed into the jaw completely from the first firing. When the doctor fired the device without tissue several times, he had a difficulty in grasping the trigger and the jaw would not to open. The doctor commented that he had felt like something had been caught when the trigger had been grasped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Reporter alleged discrepant blood glucose values of 27 mg/dl back to back with a result of 180 mg/dl when testing was performed 4 minutes apart on the complete system. Reporter stated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip - sticking jaws. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. During the first two firings the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws. The device fed and formed four conforming clips according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. An investigation has been initiated to address the potential root causes of opening, sticking and bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.